Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend balloon catheter was attempted to be used. It is reported that during the initial inflation at 8 atm the balloon burst. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.